Event description:
A malfunction alarm occurred with the customer's pump during use, specifically alarm 20. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred. Customer reverted to using an alternate method of insulin therapy.